Event description:
User reported that the vv ECMO had suddenly dropped to 1 lpm (coming from 3.5 lpm) without any prior warning. ICU nurses were unable to increase flow at the time of incident. Perfusionist intervened, who was able to restore flow at approx 12:12. Additionally, the cvvh device connected on the circuit alerted for low pressure. It is unsure if this alert is caused by the ECMO low flow, or vice versa. Vitals app does not show any rpm modulation based on either pven or pint/part.

Manufacturer narrative:
The returning of complained device is still ongoing. The investigation conclusions will be included in a follow-up report.

Manufacturer narrative:
Double log investigation showed no technical issues. Therefore, the equipment responded as intended. For this reason, the root cause of the claimed issue can be associated to the human interaction with the system.

Event description:
User reported that the vv ECMO had suddenly dropped to 1 lpm (coming from 3.5 lpm) without any prior warning. ICU nurses were unable to increase flow at the time of incident. Perfusionist intervened, who was able to restore flow at approx 12:12. Additionally, the cvvh device connected on the circuit alerted for low pressure. It is unsure if this alert is caused by the ECMO low flow, or vice versa. Vitals app does not show any rpm modulation based on either pven or pint/part.